Event description:
It was reported that one pump on the heart lung machine was displaying a 'run-away" error above 15rpm. No pt injury. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if new info becomes available.